Event description:
The field service engineer (fse) found the processor pca damaged. There was no patient involvement. The field service engineer (fse) found the processor pca damaged. The device needs a processor pca. Upon conclusion of the device evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.